Event description:
The customer tested his blood glucose using his contour meter and received a reading of 280 mg/dl. He retested using another meter and received a reading of 120 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide additional info. No product will be returned. The meter was replaced at the customer's insistence.